Event description:
The patient reported after implant they had a spinal leak. Per the patient there was no drug in the pump at the time, just saline. The patient also stated that they were in the hospital for a week because the implant went so badly. The pump was later filled with fentanyl. No interventions or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).